Event description:
It was reported when using the bd preset¿ syringe with attached needle the i.v shields and/or protective cap comes off leaving the needle exposed . The following information was provided by the initial reporter and translated to english. The customer stated: "after blood was collected for the patient's artery on (B)(6) 2022, it was found that the cap could not be sealed when blood samples were sealed."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose cap. Bd was not able to identify a root cause for the indicated failure mode.